Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the actual device was not received for evaluation. Performance data collected from the device was analyzed and no anomalies were found.

Event description:
It was reported that the right ventricular lead was oversensing and a fracture was suspected. It was further reported that the right atrial lead was also oversensing. The oversensing events occurred on days that the patient had surgery. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.